Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to an atrial tachycardia with a rate in the programmed shock zone. Upon interrogation in clinic a brief episode of noise was observed but could not be reproduced. The episode resulting in shock could not be reviewed via programmer in clinic as telemetry dropped out during interrogation as the suspected result of environmental noise later determined via programmer log file analysis. An upload to the remote monitoring system was later completed confirming the shock was inappropriate due to atrial tachycardia. Boston scientific technical services (ts) provided programming suggestions. No adverse patient effects were reported. This system remains in service.